Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not unfold properly when implanted into the patient's eye and the surgery was aborted. There was no patient injury reported. Further follow up reported that another lens with the same model and diopter was implanted with no complications. The lens will not be returned; it was discarded. No further information was provided.